Event description:
Device 4 of 4. Reference MFR. Report#: 3006705815-2019-01115, 3006705815-2019-01116, & 1627487-2019-05505. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the one lead and anchor was explanted and replaced due to a fracture. Issue resolved and therapy has been restored. The patient's anchor has been added to this event as a new device (device 4).